Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, tissue/bone destruction and elevated metal ion levels. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2013 due to infection. The operative notes indicate purulent fluid and debris and confirm that all components were removed and replaced with spacer molds. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, patient alleges pain, tissue/bone destruction and elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and patient blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-02554 / 02556 & 03738).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for this event (reference 1825034-2012-02554 / 02556).